Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2011-05345. The pt received her percutaneous lead on (B)(6) 2010. The pt received her paddle lead on (B)(6) 2010 (for off-label use). It was reported that she was not receiving stimulation in the correct areas. As a result, both leads were explanted and replaced. The leads will not be returned to sjm due to them being discarded by the explant facility.